Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-301, lot # ebvj, description: triathlon ps fem component, cemented; cat # 5520-b-300, lot # fihf, description: triathlon prim tib baseplate - cemented; cat # 5550-g-319, lot # a3kk, description: triathlon symmetric x3 patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
(B)(6). An event regarding pain, numbness and instability involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: stryker orthopaedics indicates the reported devices implanted in this patient were not subject to a recall. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported patient has constant pain in left knee. Doctor checked blood circulation, results showed everything was fine. Patient reported she fell twice and cannot walk straight since surgery. She also has numbness from knee to toes at times.

Event description:
It was reported patient has constant pain in left knee. Doctor checked blood circulation, results showed everything was fine. Patient reported she fell twice and cannot walk straight since surgery. She also has numbness from knee to toes at times.